Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the calcified distal right coronary artery (rca). The physician attempted to access the rca, but was unable to cross the lesion. The proximal rca was dilated with a 2.5x15mm maverick balloon, and the physician attempted to cross the lesion 4-5 times, but was unable to cross. The physician noted that the "strut was bent out thus caught in calcification". The procedure was successfully completed with a different non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.